Event description:
Technician alleged that the head brake caster would not hold.

Manufacturer narrative:
Technician found the brake cable caught between the bearing and top plate. Technician removed the brake assembly and correctly routed the cable. Technician adjusted the brake/steer function after cable correction to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.